Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the manifold, inflation lumen and balloon. The balloon was loosely folded. There was a pinhole in the balloon wall material, distal from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal left circumflex artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced to dilate the lesion however, the balloon ruptured at 20 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.